Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2017 due to diabetes acidosis with blood glucose of 733 mg/dl. There we no symptoms provided prior to hospitalization. The customer was wearing the insulin pump at the time of hospitalization. The product will not be returned for analysis.